Event description:
It was reported that the patient received inappropriate shocks due to noise. The device was explanted and replaced. The patients condition is stable.

Manufacturer narrative:
The reported field event of noise leading to hv therapy was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomalies were found. No noise was observed during testing. The cause of the noise could not be determined as noise could not be reproduced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.